Event description:
This is a case report received by baxter from a hospital of a minicap extend life peritoneal dialysis (pd) transfer set with twist clamp, where a hair was found inside the packaging when opening the set. The sample is available but the packaging was discarded therefore the lot number is unknown. The occurrence date was also unknown. There was no patient involved.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The set was visually inspected with particle matter observed. The particle matter was confirmed in the lab for hair inside the package. A batch review was not performed as the lot number was unknown. The cause was attributed to personnel. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.